Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. Medical records: due diligence has been performed by the manufacturer to obtain additional info about pt event. No additional info has been provided. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
The peritoneal dialysis (pd) pt reported she was hospitalized for peritonitis and had seen signs of fibrin.